Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced all parts required for a preventative maintenance (pm) major. The fse observed and cleaned buildup in the wash wheel around the pulleys and pinch pulleys. The fse also rebuilt the wash pump and precision pump, adjusted ultrasonics, and verified all alignments. The fse observed a clouding in the wash pump during prime and replaced the wash valve, stator, rotor. The system was verified with a high-sensitivity system check, system check, and quality control (qc); all verification testing passed within instrument and assay specifications. A bec subject matter expert (sme) determined one or more of the replaced wash valve parts is a reasonable cause for nonreproducible ckmb results.

Event description:
The customer reported an access 2 immunoassay system generated nonreproducible creatine kinase-mb (ckmb) for one patient. The instrument generated an elevated ckmb result on an initial run, which was questioned. The sample was repeated on the same instrument and on an alternate access 2 immunoassay system; lower ckmb results were generated. There was no impact to patient treatment in connection with this event. The sample was collected in a lithium heparin plasma tube with gel separator and centrifuged for 6 minutes at 3500 rpm at room temperature. There were no issues with sample integrity noted. The customer stated quality control (qc) results had been within range with a few fliers that were within range upon repeat. The instrument passed a routine system check prior to this event.